Event description:
Reporter states the user was going christmas shopping, went down ramp at home, and the left armrest fell away. The end user fell out of the chair and hit head on a lumber post, broke nose and had stitches on head, nose and lip also fractured right ankle. User did not have lap belt on at the time of the incident.